Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient fainted in the bathroom and was taken to the hospital. Device interrogation revealed that the pacemaker was no pacing or capturing. Programming changes were made to resolve the issue. The patient was stable.